Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31587639l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf and suffered a cardiac tamponade which a pericardiocentesis was required. During the procedure, the doctors started doing the punctures. Then, they performed the transseptal puncture with the help of intracardiac echocardiography (ice) and a puncture needle. It was somewhat complicated, since the patient had foramen ovale patent (fop). After several attempts, they managed to do the puncture and introduced the pentaray catheter to perform the mapping of the left atrium. At the end, they performed the catheter exchange and entered the thermocool smarttouch sf, requesting 45 watts, with an ablation index of 350 in the back wall and 420 in the anterior wall. I asked them to do zero before starting. Ablations of the left pulmonary veins were successful. However, when passing into the right veins, the catheter asked to zero again. The doctors re-zeroed. Ablations began and at times the catheter showed forces greater than 100 grams. I notified the doctor to be careful. When ablations and left atrial mapping were completed, they observed in ice that it had a 0.7mm stroke, which caused a hemostatic problem with the patient. Therefore, they performed a pericardiocentesis to drain the blood in the pericardium, which helped stabilize the patient. There were no subsequent consequences. After finishing the procedure, they noticed this problem. The procedure was successfully completed. No fragments were generated. No other medical intervention was required. The patient was not part of a clinical study. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as a MDR reportable serious injury.